Event description:
When placing peg tube, traction was being applied as indicated in the IFU, the two portions of the tube separated. A kelly clamp then had to be used to grab the peg tube to maintain traction to achieve proper tube placement. FDA safety report ID#: (B)(4).